Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of coils') and foetal disorder ('had to abort my pregnancy due to baby having major complications during pregnancy or after birth') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "4 weeks pregnant when essure was implanted" in 2012. The patient's medical history included pregnancy (4 weeks pregnant when essure insertion procedure was done) in 2012. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced foetal disorder (seriousness criterion medically significant), swelling ("looking a lot less swollen") and loss of libido ("no sex drive yet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure) and therapeutic abortion. Essure was removed in 2014. At the time of the report, the medical device removal, foetal disorder and swelling outcome was unknown, the weight increased was resolving and the loss of libido had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered foetal disorder, loss of libido, medical device removal, swelling and weight increased to be related to essure. The reporter commented: lost 15 to 20 pounds since surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: patient felt pregnancy symptoms and took a test, it was positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new information: new events on (B)(6) 2020: new information: new events based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did you have tubes and coils or full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("looking a lot less swollen"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown. The reporter considered medical device removal and swelling to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did you have tubes and coils or full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("looking a lot less swollen"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown. The reporter considered medical device removal and swelling to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and swelling". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.